Event description:
This report was received from global pharmacovigilance (gpv) and is a by a doctor from (B)(6) of sterile peritonitis in a patient coincident with physioneal therapy for peritoneal dialysis (pd) therapy continued unchanged. On (B)(6) 2012, the patient experienced sterile peritonitis. The patient went to the hospital with cloudy effluent. On (B)(6) 2012, remedial treatment with teicoplanin, tobramycin and ampicillin was initiated. 24 hours later on (B)(6) 2012, the effluent was clear. On (B)(6) 2012 the patient again had cloudy effluent. On (B)(6) 2012, the effluent was again cloudy. Ampicillin was added as remedial treatment. Teicoplanin was discontinued while ampicillin and tobramycin continued. Treatment with tobramycin and ampicillin were ongoing as of the time of this report. The sterile peritonitis was resolving.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number. The complaint was not confirmed. No device malfunction or use error was identified.